Event description:
Related to MFR reports #2183959-2012-02414, 2183959-2012-02416. An elevate posterior graft was implanted on (B)(6) 2011. At a f/u visit, a stitch or mesh extrusion was palpable at the vaginal apex. Vaginal estrogen cream was prescribed. The pt reported that she was doing well and had no symptoms. The pt later reported that she thinks the procedure was done incorrectly.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.